Manufacturer narrative:
Internal complaint number: complaint-(B)(4). A visual inspection did not find any anomalies. An investigation showed that the pump primed and flowed within specification, at 93% efficiency. Flowonix CAPA 00030 has been issued to address pumps that are returned for volume discrepancies and the associated returned product investigations result in no product issues being identified.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient experienced withdrawal symptoms (spasms and tight muscle tone). The pump was explanted on (B)(6) 2019.